Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative was unable to replicate the reported issue. Preliminary log analysis found that an e-stop initiated the first motion calibration prompt. The failed motion calibrations were found to have failed calibrations experienced an interruption during the process. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system failed motion calibration three times before the fourth was successful. No additional information was provided. There was no patient present when this issue was identified.